Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial #: (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387s-40, lot #: (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot #: (B)(4), implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 26-mar-2011, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 11-sep-2010, UDI#: (B)(4). See regulatory report # 3007566237-2019-00016 for other implantable neurostimulator involved in this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a "manufacture" representative (rep) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. It was reported the patient had a cranial infection and they were going to do a lead explant. It was reported the lead was protruding out. The rep was unsure if one or both of the leads were explanted. Both systems had been off for at least a year. The rep was unable to communicate with either ins with the 8840 clinician programmer. No further information was provided as the health care professional (hcp) was ready to begin surgery. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 37602, serial# (B)(4); implanted: (B)(6) 2012. Product type: implantable neurostimulator ;product ID 3387s-40; lot# v137747, implanted: (B)(6) 2009. Product type: lead; product ID 3387s-40, lot# v067713; implanted: (B)(6) 2008. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the device was scheduled for explant on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reiterating that they couldn't connect with the 8840. The ins was turned off for a cardiac procedure. The patient is connected to many electrocardiograms (EKG) monitoring equipment. They indicated they would turn the ins off with a programmer. The rep also reported the cause of the lead protruding out was not determine. They are unsure when it started. The explanted products will not be returned. Unknown if the issue is resolved. This info was confirmed by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp indicating the cause of the lead protrusion was due to wound breakdown and poor self care. It was unknown when the event first occurred. The issue has been resolved. No further complications were anticipated.